Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event involved a tego connector where it was reported that the tego cap was actively leaking once the dialysis lines were disconnected to return the blood. The product was used during second session, two days after initially placed. The customer reported that the valve did not close when the bloodline was detached. There was a small amount of blood loss of a few ml but was not clinically significant. The tego caps were changed. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
One used list #d1000, tego¿ connector, lot #unknown was received and visually inspected. As received, seal doming was present on the female luer end of the tego. Blood residuals were also observed between the tego seal and body. The d1000 tego as disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The complaint of leakage can be confirmed. The probable cause of the seal doming and subsequent leakage is due to an assembly error in ensenada where insufficient adhesive was placed on the tego. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. Additional information d9: device returned to manufacturer 8/16/2022.